Event description:
A 6 mm diameter x 18 mm racer biliary stent system was inserted into a pt for the treatment of a right renal artery lesion. The vessel was not moderately tortuous and not calcified and the percentage of the stenosis was unk. The lesion was not pre-dilated. It was reported that the stent would not cross the lesion and when the physician pulled it back to remove it from the pt the stent came off the balloon. The stent was removed from the pt with the use of a snare and pulling it back into the sheath. Another MFR's device was used to complete the case. No additional clinical sequelae were reported and the pt is fine. The delivery system was not returned to medtronic.